Manufacturer narrative:
G4-premarket / 510(k) #: k111485, k170636.

Event description:
It was reported that guidewire fracture occurred. A 180 x 25 cm fathom-16 guidewire was selected for use. During the procedure, the guidewire frayed and broke off in a patient. The wire was retrieved, there were no patient complications as a result of this event.

Manufacturer narrative:
G4-premarket / 510(k) #: k111485, k170636. Device evaluated by MFR: the fathom 16 was returned for analysis. Visual and microscope inspections were performed. It was observed that the distal tip was detached, stretched and bent. No other issues were identified with the device.

Event description:
It was reported that guidewire fracture occurred. A 180x25cm fathom-16 guidewire was selected for use. During the procedure, the guidewire frayed and broke off in a patient. The wire was retrieved. There were no patient complications as a result of this event.